Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (service code 107, belt connection issues, gong alerts) has been confirmed. Pon investigation, corrosion was found on j702 connector, dn pca, and ECG a and b cable. The root cause of the alerts was the corrosion on j702 connector, dn pca, and ECG a and b cable. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the damaged cable.

Event description:
A us distributor reported that a patient was receiving a service code 107 (multiple abnormal shutdowns), belt connection issues, and gong alarms.